Event description:
It was reported that initial system implantation was performed on (B)(6) 2019. In (B)(6) 2024, a fracture of the left lead was identified, necessitating surgical re-intervention to replace the lead. Currently, as of (B)(6) 2026, an in-office evaluation revealed high impedance in the right lead (contacts highlighted in orange on the programmer). Furthermore, when stimulation is activated, the patient experiences sensations in the left lower limb and pain, indicating current leakage. Diagnostic imaging for further investigation will be performed. The issue was not resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.